Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, bolus/lump/nodules (pt: injection site nodule), was deemed to meet the serious criteria of permanent damage. The device history record of belotero balance lidocaine lot number 326067 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformances were noted, but none that would have contributed to this event.

Event description:
This spontaneous report was received form a us health care professional and concerns a (B)(6) female patient. She was injected with a total of 1 ml (0.5 ml into each side) belotero® balance lidocaine, into the tear trough (off label use of device), on (B)(6) 2021. The batch record review was received and the lot number for belotero® balance lidocaine was confirmed as 326067 (expiry date 04/2022). In (B)(6) 2021, after the belotero® balance lidocaine injection, the patient experienced bolus/lump in her right tear trough. The outcome of the event was unknown. Follow-up information was received on 15-nov-2021: this case was upgraded to serious. The event term bolus/lump was amended to bolus/lump/nodules, and the coding remained unchanged. The patients weight ((B)(6)) was provided. The patient was injected with belotero balance lidocaine, on (B)(6) 2021. A lot search in the global safety database was initially conducted. The patient was previously injected with botox and fillers, without complications. Concomitant medications were reported as none. In (B)(6) 2021, a few days after the belotero balance lidocaine injection, nodules developed. At the time of this report, the nodules still remained. As reported, the injection was possibly too superficial. No treatment measures were given, and no relevant laboratory tests were performed. The outcome of the event was reported as not resolved, and it was therefore changed from unknown. In the opinion of the reporter, the event was permanent, however, a treatment was not necessary to prevent permanent damage (as reported).